Event description:
It was reported that the cartridge "slid off a couple of millimeters". Reportedly, cartridge change was performed resolving the issue. There was no reported adverse impact to customer's blood glucose. Customer declined to perform a pump system check.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.